Event description:
This rv lead was implanted on (B)(6) 2005 and was capped united states on (B)(6) 2017 due to advisory or recall. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).